Event description:
This case was reported by a retailer, the consumer's spouse and the consumer and described the occurrence of foreign body in pharynx in a patient who used aquafresh flex toothbrush (equate toothbrush) over a period of 2 months for dental care. A physician or other health care professional has not verified this report. The patient's past medical history included endometrial ablation and saphenous vein removal. Concurrent medications included paxil and multivitamin with iron. In mid- december 2004 the patient started using equate toothbrush (dental). In 2005, around 6 p.m., the toothbrush broke while brushing, and the patient experienced the brush part of the tooth brush lodging in their airway. The consumer was unable to breath for 10 to 15 seconds, panicked, put their finger in their throat and swallowed the brush and experienced discomfort. An endoscopy, performed in the emergency room, isolated the 2 and half inch (length) brush portion of the toothbrush in the patient's stomach and the brush was then removed. The patient was discharged from the emergency room, advised to be on a liquid diet and follow-up with a gi doctor should pt experience further problems. The following day the patient experienced a headache and a sore throat. The events resolved.